Event description:
This patient's gj tube was originally placed in (B)(6) 2017. The patient was readmitted on (B)(6) 2017 for a planned surgery. During his time as an inpatient, his physician ordered scheduled gj tube flushes. On (B)(6) 2017, the rn caring for this patient went to administer one of the ordered flushes (20ml free water q8hr and prn). The rn inadvertently accessed the balloon port on the gj tube instead of the intended one. This resulted in balloon rupture. In reviewing this event, the rn stated she didn't see the port labels on the tube as they are printed only on one side of the tube. We are submitting this report to notify that this issue can occur and to request the manufacturer consider labeling both sides of the tube to prevent future events such as this one.